Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l71616, implanted: (B)(6) 1999, product type: catheter. Product ID 8703w, lot# l71616, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump wound would not heal. The patient had diabetes and scleroderma which made it hard for her to heal. As a result, the pump was explanted but the catheter was left in. The situation was resolved. It was later reported the patient reported on (B)(6) 2009 with an open area to the pump site. The patient had been in the hospital with increased white blood cell count and decreased blood pressure. The drugs being delivered via the device system were baclofen and methadone. If additional information is received, a follow-up report will be sent.